Event description:
The event is reported as: two weeks following a vasectomy, the patient was admitted to the hospital for a "deep infection". The patient was treated with antibiotics and released on (B)(6)2009. The reporting person said they reviewed all their procedures and determined that "due to recall" they assumed the clips were a contributing factor. No further information is available at this time.

Manufacturer narrative:
There is no sample for investigation. It should be noted the lot# provided is not part of the recall list. The results of the investigation are not available at the time of this report.